Manufacturer narrative:
(B) (4). The customer's biomed indicated that he could not duplicate the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device did not deliver a shock during use on a patient. The customer indicated that they were able to successfully use another device on the patient. No other details were provided.